Event description:
Boston scientific received information that the patient contacted boston scientific technical services (ts) and noted that approximately one month earlier she had experienced seizures for an unknown reason and she woke up in the emergency room. The patient stated that her physician checked her device after this episode. She also noted that she had a very fast heart beat a few days earlier that had slowed after awhile. Ts advised the patient to contact her physician to discuss these issues further. The field representative was unable to obtain any additional information. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.